Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed with muscle movement. The noise was difficult to reproduce. The device remains implanted and will continue to be monitored. The patient was stable.